Event description:
The user facility reported that during reprocessing, the air/water channel of the subject device was blocked. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. The inspection and testing of the returned device found a green plastic-like material blocking the air/water nozzle. This report is being submitted for the malfunction found during evaluation of the device (foreign material).

Manufacturer narrative:
During inspection and testing of the device, service found the distal end of the device demonstrated physical damage. The light guide (lg) lens was shattered, and part of one lens was missing. The lg lens adhesive was worn. The objective lens was cracked, and the objective lens adhesive was worn. The adhesive at the distal end was worn, and the distal end cap was damaged. The scope connector demonstrated traces of moisture from water ingress. The bending angulation and up/down knob did not meet specifications. The water flow and water removal functions did not meet specifications. The electrical safety test did not meet specifications. The device failed the automated air leak test. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the following likely caused the event. Watertight packing / silicone adhesive / silicone parts of the peripheral device were broken, entered the channel and clogged in the nozzle. The root cause of why the foreign material remained and why the device was not reprocessed according to the device instructions for use (IFU) could not be determined. The following is included in the IFU and may have helped prevent the event: "inspect the external surface of the entire insertion section including the bending section and the distal end for any irregularities such as dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, and protruding objects." Olympus will continue to monitor field performance for this device.